Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that the device has burning smell. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it, along with a potential mineral deposit stain, heater plate had dust-like contamination and hairs/fibers on it, air filter had gray contamination on it and some hairs/fibers on it. Inlet/outlet seal had slight white dust-like contamination on it and was not seated properly (popped out at the top).water tank lid and seal had unknown brown contamination on the underside of it, water tank had slight dust-like contamination and tiny scratches in it, water tank heater pan on the outside bottom edges had potential stress cracks and potential beginning of rust marks, back of display had brown and black potential burn marks on it. Dust-like contamination on the blower motor and inside of it, white and black dust-like contamination and hairs/fibers at the air inlet of the blower box, and tiny hairs/fibers in the blower box, hairs/fibers in the bottom enclosure. Blower motor and box had potential mineral deposit spots on it and inside of it, indicating potential water ingress. And hairs/fibers in the bottom enclosure. Dust-like contamination and hairs/fibers on the bottom enclosure and on the underside of the heater plate. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The device was scrapped, the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a presence of dust like contamination and unable to address the patient's symptoms.